Event description:
Patient reported they have provided a letter from their dentist who after they looked over a scan and their teeth they no longer believe it is safe for them to continue aligner treatment due to causing damage to their oral health.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.